Manufacturer narrative:
Evaluation summary: the results of the investigation performed indicated that the tip of the driver fractured in torsional shear. This fracture mode is observed when driver is over torque, driver tip wears excessively due to repeated use of the driver and drive tip is angulated extremely within the screw head during use. The device manufacturing history record indicates no reported incidents.

Event description:
It was reported that, "when the surgeon was tightening up a screw, the tip of driver was broken. However, the surgeon could not remove the fragment of the driver from the screw head."